Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloons would not remain inflated. Staff could not use a stop cock because as soon as they removed the syringe, the balloons deflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the first device.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated an unexpected elevated architect tsh value of 7.5 uiu/ml on a patient specimen, which questioned by a physician. Two days later a new specimen from the same patient generated the expected result of architect tsh of 2.5 uiu/ml. Both specimens were sent to a reference laboratory with reproducible results on both specimens. To exclude a sample mismatch, group blood typing was performed on both specimens with the same result. Both architect tsh values were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Evaluation result: - sample mix-up - both specimens were sent to another laboratory generating the same results. Through troubleshooting with the account it was discovered that no error codes were generated on the architect analyzer and the controls were acceptable for architect tsh. Both specimens were sent to a reference laboratory where both results were confirmed with another method. Customer service and support and the account discussed that the specimen with the high value was previously exchanged with another specimen and a possible assignable cause was confusion of samples. The issue was resolved by follow-up testing. This is a final report.

Manufacturer narrative:
(B)(4). Evaluation - sample mix-up - both specimens were sent to another laboratory generating the same results. (B)(4).